Event description:
This complaint was received via medwatch (mw5151023).upon removal of the patient's dressing from the previous day's surgery, the surgeon identified the dressing was completely saturated from the exofin dressing, not from the patient's body fluids.

Manufacturer narrative:
The original reporter was contacted to obtain additional information. The lot code was not available so a full investigation could not performed. It was unclear on how the issue was treated. There was no other information available at the time of this report. This event will be trended and monitored to determine if action is necessary.